Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump did not display an up occlusion alarm. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event occurred during testing and no patient was involved in the event. Device analysis: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the reported problem could not be duplicated. It was found that history of the setting was cleared for when the event was supposed to have occurred. The bio-med tests showed an upstream occlusion during testing. The unit did trip upstream occlusion during tests. It was noted that the cleared custom setting most likely had it turned off. Based on the evidence, the complaint was not confirmed, and no fault was found.